Event description:
I have used poligrip from (B)(4) 1990 to present day. I developed numbness in my hands and from my waist down to the bottom of my feet, I was diagnosed with neuropathy in 1997. Blood test showed that I had very high levels of zinc in my blood and very little copper. My neuropathy will be for the rest of my life and my blood has to be tested every six months if possible (sooner). I take copper acetate as a supplement. Dose or amount: #1 and #2 denture cream; frequency: #1 and #2 - 3 times daily; route: #1 and #2 - oral. Dates of use: #1 and #2 - (B)(6) 1990 - (B)(6) 2010. Diagnosis or reason for use: #1 and #2 - to hold dentures in. Event abated after use stopped or dose reduced? #1 and #2 - no.